Event description:
On (B)(6) 2020: pt back from (B)(6) study and they de-accessed his port over there. They told mom that there was a fracture in the port and that it would need to be replaced. (B)(6) np notified and she is getting in touch with peds surgery. Patient had port replaced on (B)(6) 2020. FDA safety report ID# (B)(4).